Event description:
This lead's impedances have steadily climbed from (B)(6) 2015. Impedances are greater than 2500 and high thresholds in the rv. Recommended bringing the patient in and getting a chest x ray. This is most likely a lead fracture, possibly due to subclavian crush. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 2/27/2017 - we received an additional data analysis. The device is currently not available for analysis. Thus the analysis is based on the provided information. The available trend curves showed a gradual increase of the pacing impedance from approximately 500 ohms up to greater than 2000 ohms between (B)(6) 2016. Furthermore the pacing threshold gradually increased from 1.3 v up to 2.5 v between (B)(6) 2016. Without further information no definite conclusion regarding the root cause of this observation can be drawn. However, as calcification is known to cause high impedances, the development of calcified adherences on the lead tip should be taken into consideration. The investigation will be re-opened should additional data or the lead itself become available.